Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements; however, remained within normal limits. There was a slight change in sensing measurements from 9 millivolts to 3 millivolts. It was noted that the patient had since developed atrial fibrillation (af). Rv threshold measurements were stable. Technical services (ts) discussed the values remain within normal limits and would recommend continued monitoring. Subsequently, noise was seen on the rate/sense channel which could not be reproduced with pocket manipulation or isometrics. The patient received inappropriate shocks as a result of the noise. The patient is pacer dependent; therefore, the noise also resulted in pacing inhibition greater than 2 seconds. Ts discussed programming options to mitigate this issue. A revision procedure was performed and this lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.